Event description:
Two and a half hours into a dialysis treatment, a pt in (B)(6) became hypotensive (84/60 mmhg) and developed abdominal pain, vomiting, diarrhea, and asthenia. The pt was placed in trendelenburg position and given an IV bolus of saline. Treatment was discontinued and the extracorporeal blood was returned to the pt. The pt was discharged home approximately an hour later. The following evening, the pt presented to the emergency room and was admitted to the hospital with a low hemoglobin level of 6.5 gm/dl and "signs of hemolysis". It was reported the pt had visual impairment and the ECG showed signs of ischemia. The pt was transfused with a unit of blood and the hemolysis did not progress. No defects were observed on the blood lines in connection with the reported event. The involved blood lines and dialyzer has been discarded and no further technical investigations can consequently be performed. No additional medical info was provided with regard to this event.

Manufacturer narrative:
Actual dialyzer involved in the event was discarded and could not be evaluated; therefore, no evaluation was performed. Two devices from same lot of the actual device involved in incident were evaluated and no defects were found. Gambro has no info to suggest that any gambro product caused or contributed to the incident.